Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited a blockage in the instrument channel. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the blockage was confirmed. However, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies verbiage which may have detected and prevented the phenomenon in ¿evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection¿ and ¿evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor field performance for this device.